Manufacturer narrative:
The investigation revealed a complaint reporting that a fixation pin (7890029) was broken during surgery and remains in the patient. According to the rep the fixation pin was inserted into the vertebral body and the tip fractured off inside the vertebral body. Retrieval of the broken tip was impossible and therefore it had to be left in the patient. The representative was unable to provide any further information or photographs of the reported event. The fractured remains of the fixation pin were not returned to pd. Therefore, the lot number is unknown, and the product was not available to be reviewed by pd. The product was not able to be evaluated as it remains in the patient and the other half of the fractured pin was not returned. Based on the reported information, a possible root cause of the issue is improper technique or excessive force. Labeling, manufacturing, and risk reviews were completed with no deficiencies, discrepancies or adverse trends noted. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that the fixation pin broke during surgery in patient¿s vertebral body. Retrieval of the broken portion was impossible and had to be left in patient. There was no adverse effect to the patient.